Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest. The arrest was thought to be caused by an arrhythmia that led to right ventricular failure and lack of perfusion. Ems (emergency medical service) found the patient unresponsive and attempted to resuscitate. Acls (advanced cardiac life support) and CPR (cardiopulmonary resuscitation) were performed. The patient was transported to the community hospital where the patient was intubated and attempted resuscitation with fluids and acls chemical code protocols. The patient remained unresponsive. The patient was then airlifted to the implant center university medical center lubbock. The patient was pronounced dead upon arrival on (B)(6) 2020. The lvad (left ventricular assist device) was turned off by the vad coordinator. The official cause of death was thought to be cardiac arrest. The lvad appeared to be functioning as intended during the event. It was unknown if the arrhythmia was due to lvad therapy as well as if the death was considered to be device related. No autopsy was performed and the pump will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event (cardiac arrythmia and right heart failure) and patient outcome, as well as a direct correlation with heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient went into cardiac arrest on (B)(6) 2020, at their home. The cause of cardiac arrest was thought to be due to cardiac arrhythmia that led to right ventricular failure and lack of perfusion leading to persistent low flow alarms. Emergency medical services (ems) attempted to resuscitate the patient; however, they were unresponsive. The patient was rushed to (B)(6) hospital, fluids were used to try and resuscitate the patient, but they remained unresponsive. The patient was then airlifted to implanting hospital, upon arrival they were pronounced dead at 1:00:00 on (B)(6) 2020. The official cause of death was cardiac arrest. The pump appeared to be functioning as expected throughout the event and was not explanted or returned. The hm3 lvas IFU lists cardiac arrhythmia, right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.